Event description:
The customer reported that a pt was burned at the pad site during a below the knee amputation procedure. During the procedure, the rem alarm sounded. The nurse reached under the drape and pushed on the rem pad and the alarm went away. The pad was placed on the pt's buttocks, with the pt facing upward. Upon completion of the procedure when the pad was removed, the nurse noticed a burn at the pad site. The burn was very minor in nature and treated with ointment.

Manufacturer narrative:
(B)(4). Visual inspection of the incident sample found no voids on the surface of the pad. The pad was tested for continuity and passed. It was noted that the pad gel was dry and exhibited high impedance during testing. This is most likely due to the pad being used and returned outside of the package. No conditions were identified that would have caused or contributed to the reported burn.